Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was fully evaluated, stressing the device via multifunction cable and leads while performing pacer tests. Further testing included defib cycling and bench handling with no faults found. The device was recertified and returned to the customer. Review of the logs showed one case where pacing is active. It activated 2 minutes after power up, there is no signal shown or what appears to be troubleshooting, and the device is shutdown a few minutes later. The customer indicated he could not get a signal at all, turned the pacer on and off and reset the power to no avail. The electrode pads involved were received stuck together face to face and were very difficult to separate. The pads became damaged during this process. The pads tested successfully with no faults. The most likely cause of the inability to pace is due to poor coupling, but this could not be firmly established. According to the logs the device performed a successful 30j test both before and after the patient event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace an (B)(6)-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.